Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and customer observed air bubbles in tubing. Customer changed the cartridge and resumed insulin therapy. Customer's blood glucose was within range (value not provided).